Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value note: after initial call, customer was contacted on (B)(6) 2018 to inquire if customer had called doctor. Customer stated that he did but no one at the doctor's answered the telephone. Customer stated he would continue to call. Customer stated he had just checked his blood glucose and had obtained a result of 463 mg/dl fasting. Customer again refused to call 911 because he did not want to go to the hospital. Unable to contact the customer again via telephone at call backs on (B)(6) 2018. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for hi blood glucose test results. Son is calling on behalf of the customer. The customer is concerned with test results from results obtained of hi, 509, 337 and 415 mg/dl. The customer's expected fasting blood glucose test result range is 100 - 120 mg/dl. At the time of the call, the customer stated he was urinating more than usual and had dry mouth; customer stated it may be related to his kidney issues. Customer agreed to call his doctor. Customer did not want to go to the hospital because he fears they will put him on dialysis. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 03/31/2019 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: result 1 :hi mg/dl date: (B)(6) 2018 time:7:41am fasting, result 2 :hi mg/dl date: (B)(6) 2018 time:10:47pm nfasting, result 3 :509mg/dl date: (B)(6) 2018 time:10:32am fasting, result 4 :337mg/dl date: (B)(6) 2017 time:2:21pm fasting, result 5 :415mg/dl date: (B)(6) 2017 time:7:40 pm fasting.